Event description:
Jaw link pin on device was broken. No adverse consequences reported. Issue was stated as: passer failed to work while clamping down on thick tissue. 1st pass during the case worked well but the 2nd pass was on thicker tissue and the passer did not pass suture during all three attempts. While squeezing the jaw on tissue on last attempt, I notiched back jaw seemed to rise up. I could not see passer was damaged until the next day when I took possession of the passer afterit was cleaned and serilized. It was clear then that the pin had broken in jaw of passer during the last bite.

Manufacturer narrative:
Based on the evidence observed in the returned product evaluation (see attached report (B)(4)) and analysis of the reported information, it is evident that at some point the device was damaged due to hyper-extension of the upper jaw, which was the likely cause of the jaw-link pin to shear off.